Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set adhesive issue events on (B)(6) 2025. The infusion set fell off during use after being in place for two hours. The blood glucose level was high, and the patient was treated with a correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.